Manufacturer narrative:
The service center confirmed the user report of no image. A scope communication err (b30) is displayed due broken connector pins. Unit failed the leak test due to crack on charge coupled device top cover. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The device was returned to olympus for repair with the complaint the connector is broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customer sates the b30 error occurred during reprocessing on. No other devices were involved or replaced as part of this event. The same device was used to complete the procedure. There was no patient harm associated with this event. It is unknown what other devices were used in conjunction with the camera head at the time of the event. No anomalies were found during inspection. The device did not suffer a deep impact or come in contact with a hard surface. There were no additional error codes. Connections were found to be secured. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. The legal manufacturer confirmed that the subject scope was shipped in accordance with specifications via DHR. The legal manufacturer reported that the most likely probable causes are as follows: according to initiation information, it is assumed that due to the damage of the cable, it was not possible to transmit video communication to the server, and that b30 occurred and no images were displayed. The product shipment record was checked, but there was no abnormality in the device. The damage connector pin may be due to the user's handling. It was discovered that b30 errors were displayed due to the damage of the connector pin. <confirmation of the description in the instructions for use > cable fracture (broken connector pin). When checking the details of the instructions for use at the time of product release, the following statements are provided. It is concluded that indication phenomenon can be prevented by this. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation.